Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The failure mode was reproduced during testing. Momentarily replacing the 4-in-1 with a known-good resolved the issue during power cycling. Controller alarms upon boot-up were caused by communication failure between kbd and 4-in-1, due to 4-in-1 malfunction. This report is being filed as part of a retrospective review of historical records.